Manufacturer narrative:
Product ID 8781 lot# (B)(4) implanted:(B)(6)2018 explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the exact cause of the patient's symptoms was unknown. The patient's baseline weight was (B)(6).

Manufacturer narrative:
Concomitant medical product: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving morphine (4.4 mg/ml at 2.9963 mg/day), fentanyl (262.5 mcg/ml at 178.76 mcg/day), clonidine (262.5 mcg/ml at 178.76 mcg/day) and bupivacaine (6.6 mg/ml at 4.4945 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient had nausea and vomiting on day post implant on (B)(6) 2018. The patient was started on phenergan, ordered 500 mg ns bolus over one hour, and then d5 1/2 ns at 125 cc/hr. Also ordered caffeine tablets to be given when the nausea and vomiting subsided. The patient was not discharged secondary to nausea and vomiting. (Patients are typically kept overnight following implant or revision surgery and discharged the next morning.) The patient then reported neck pain and vivid dreams on (B)(6) 2018. The it rate was decreased by 50%. The clinical diagnosis was probable overmedication/it medication side effect. It was indicated the event was related to the device or therapy and related to the drugs morphine, fentanyl, clonidine, and bupivacaine due to decreased dose after the previous pump was catheter were replaced. It was unknown if symptoms are related to a spinal headache, overmedication, or under dosing. On (B)(6) 2018, the symptoms subsided and pain controlled following decrease. The issue resolved without sequelae on (B)(6) 2018. Document contains no new information.